Event description:
A laparoscopic appendectomy was performed and the appendix was ruptured. An endo catch gold specimen retrieval pouch was used to retrieve the pieces of the dissected appendix from the abdomen. During the removal of these tissue pieces, the bag on the end of the endo catch gold broke at the seem resulting in the tissue pieces falling back into the abdomen.